Event description:
The user facility reported that the tip of a radifocus introducer ii h broke into several pieces during a procedure and required surgical removal from the patient. The following information was provided by the user facility: (1) the patient's vascular artery was punctured without incident; (2) the guidewire was introduced just a few centimeters when sudden resistance was felt and then the guidewire could not be manipulated in or out of the patient's artery; (3) the attending physician applied "unusual strength" to force the removal of the guidewire; (4) the guidewire was finally removed and found that the "soft tip was dismounted in several layers;" (5) an attempt to use a new guidewire was unsuccessful and was unable to cross the obstacle that was not felt previously; (6) radioscopy was used to locate the foreign material, and it was surgically removed. The original procedure was not completed; no other information has been provided concerning the patient's condition.

Manufacturer narrative:
(B)(4). An additional surgical procedure was required to retrieve the detached material, but there is no code available. The actual sample was returned for evaluation. A full investigation is still in progress, so a retention sample from the same lot number was evaluated for this initial report. Visual and magnifying inspection of the total length did not find any visible anomalies such as dents on the surface or shearing of the urethane layer. The retention sample was further tested by wetting with saline solution and the lubricity performance of the hydrophilic coating was tested. It was confirmed to have the proper application of silicone coating. The outside diameter was confirmed to meet product specifications. A review of the device history and shipping inspection records confirmed that there were no production related problems for this lot number. A review of the complaint files confirmed that this lot number has not been reported previously. A follow-up report will be submitted when the evaluation of the actual sample is complete. All available information has been placed on file in quality assurance at the manufacturing facility for appropriate tracking, trending and follow-up. (B)(4).

Manufacturer narrative:
This report is being submitted as follow-up #1 for mfg. Report 9681834-2014-00276 to provide the results of the return sample evaluation as well as to make a correction to the f13 date in the initial report sent. Visual inspection upon receipt found the actual sample consisted of a mini guide wire and two pieces of sheared urethane layers. These pieces are hereinafter called piece a and piece b in this report. The mini guide wire found that the urethane layer had been sheared off the wire, completely on the segment from the distal end to approx. 44mm from the distal end and partially on the segments around 44 - 60mm and 62 - 64mm from the distal end. The urethane sheared segments on the mini guide wire were inspected under magnification. The shear starting points were found at approx. 60mm and on 62 - 64mm from the distal end, where the cut cross sections were found to be in the smooth state. Elongation of the urethane layer was noted on a segment distal to the shear-starting point. Some abrasions were found on the segment adjacent to the urethane-sheared segment. The outside diameter of the mini guide wire was confirmed to meet manufacturing the specifications. Piece a measured approx. 60mm and piece b approx. 47mm. Visual inspection found that: piece a had whole circumference of the urethane layer approx 2mm in length and the rest had 2/3 portion of the whole circumference of the urethane layer; piece b had 1/3 portion of the whole circumference of the urethane layer along the total length. Based on the above findings it is likely that pieces a and b are the urethane layers sheared from the mini guide wire on the segment at the distal end to 60mm from the distal end. This indicates that there was no return of the portion of the urethane layer sheared from the mini guide wire on 62 - 64mm from the distal end. Magnifying inspection found the proximal end of piece a was in the smooth state. Magnifying inspection of piece b found it had been partially elongated. A factory-retained 0.038 inch mini guide wire was inserted into a factory retained 18g metal needle. The mini guide wire was able to be advanced through the metal needle all the way with no difficulty. An approx. 30- degree curvature was given to a factory-retained metal needle, in which a factory-retained mini guide wire was inserted. It was able to be advanced through the metal needle with no difficulty. Subsequently, in this state, the mini guide wire was withdrawn slightly from the metal needle. A resistance was perceived and any further pulling or pushing became difficult. Further forceful withdrawal of the mini guide wire resulted in shearing of the urethane layer off the mini guide wire. Magnifying inspection of the sheared urethane piece revealed that it had the smooth shear cross-section. Review of the device history record and the shipping inspection record of the involved product/lot# combination confirmed that there were not any indications of production-related issues or discrepancies in the inspection result. A search of the complaint record did not find any other report with the involved product/lot# combination. Although the exact cause cannot be determined based on available information, there is no evidence that this event was related to a device defect or malfunction. The device labeling does address the potential for such an event in the instruction-for-use with statements such as the following: "do not use a metal cannula as an entry needle. Withdrawing the mini guide wire through a metal cannula or advancing a metal cannula over the mini guide wire may result in shearing of the miniguide wire or scraping of its plastic coating. This may lead to damage to the blood vessel or the sheath, as well as release of fragments from the wire into the blood stream." All currently available information has been placed on file in quality assurance at the manufacturing facility for appropriate tracking, trending and follow-up.

Event description:
This report is being submitted as follow-up #1 for mfg. Report 9681834-2014-00276 to provide the results of the return sample evaluation as well as to make a correction to the dates in the initial report sent.